Manufacturer narrative:
(B)(4). No complaint was received with the return of the device. Failure event observed during analysis. Internal insulation abrasion was noted at 9.5-13.6 cm from the distal tip. The etfe coating was abraded at this location. External insulation abrasion, consistent with friction to the can was noted at 43.4-43.6cm from the distal tip. The etfe coating was intact at this location.

Event description:
This report is to advise of an event observed during analysis.